Event description:
It was reported that syringe soloshot mini 0.3ml 23x1 plunger was difficult to move. The following information was provided by the initial reporter: bd soloshot mini 0.3ml syringe plunger stuck/locked half-way of the vaccine dose administration to recipient. The plunger stuck and stopped moving forward during vaccine administration, even with hard push it wasn't moved and hcp needs to terminate the vaccine injection procedure. Hcp completes vaccine injection with new syringe and new vaccine dose. The hcp re-administered the vaccine dose to recipient by new syringe with new vaccine dose. The dose was just estimated calculation as there is no each ml graduation mark or label on 0.3 ml on the syringe. The recipient receives two shots instead of one.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2104421. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and six packaged physical samples were returned for evaluation by our quality engineer team. Through examination of the picture samples, no defect related to manufacturing could be observed. The physical samples were also examined and no signs of defect were identified. Through examination of the samples, we understand that an issue occurred related to the handling of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe soloshot mini 0.3ml 23x1 plunger was difficult to move. The following information was provided by the initial reporter: bd soloshot mini 0.3ml syringe plunger stuck/locked half-way of the vaccine dose administration to recipient. The plunger stuck and stopped moving forward during vaccine administration, even with hard push it wasn't moved and hcp needs to terminate the vaccine injection procedure. Hcp completes vaccine injection with new syringe and new vaccine dose. The hcp re-administered the vaccine dose to recipient by new syringe with new vaccine dose. The dose was just estimated calculation as there is no each ml graduation mark or label on 0.3 ml on the syringe. The recipient receives two shots instead of one.